Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The pharmacist at the hospital reported the following event : "on (B)(6) 2019, the patient had an arthrodesis at the big toe performed as follows: 1 fixos 4.0 screw + one 5-hole anchorage plate, 5 valgus screws: 10°- dorsal flexion: 20 °. On (B)(6) 2020, the patient presented a premature rupture of his plate, probably in connection with mechanical stresses and underwent a revision surgery to remove the devices with additional bone grafting and implantation of a larger plate and more compression screws."

Manufacturer narrative:
Due to the current covid-19 pandemic, it was not possible to inspect the product as the access to the facility is restricted. Moreover, to fully investigate the case, the x-rays are needed. However, due to the current restrictions, the x-rays cannot be provided. The investigation will be reassessed as soon as the restriction is lifted. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
The pharmacist at the hospital reported the following event : "on (B)(6) 2019, the patient had an arthrodesis at the big toe performed [...] As follows : 1 fixos 4.0 screw + one 5-hole anchorage plate, 5 valgus screws: 10°- dorsal flexion: 20 °. On (B)(6) 2020, the patient presented a premature rupture of his plate, probably in connection with mechanical stresses and underwent a revision surgery to remove the devices with additional bone grafting and implantation of a larger plate and more compression screws."